Event description:
The hosp reported that during an endoscopic vein harvesting procedure, when finishing the procedure, they noticed a small piece of something inside the pt's leg. The reporter stated "it looks like a plastic gasket. They had to go back and retrieve the object." The retrieved piece is returning to maquet cardiovascular for investigation.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).